Event description:
It was reported that during a supply change, the user¿s ilet screen became unresponsive after the ¿press and hold to see drops¿ step, preventing progression, and the user resolved the issue by restarting the ilet via the ilet mobile app and successfully completing the step thereafter. No adverse clinical effects and no changes in blood glucose. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed that the device function returned to normal after restart and the event could not be replicated following the reboot. It was concluded that the device was operable after user-performed restart and that no patient injury occurred.